Event description:
Customer faxed in a quote request, the chair has issues with the controller and the customer stated it gets stuck and is unable to control the power chair. Additional reportable malfunction for this device; (B)(6) is for the broken arm rest. (B)(6) is for the anti tip wheels are worn bad.